Event description:
It was reported that this lead was explanted approx. 6 months after the implantation. Insulation damage was suspected as a cut was noted on the sleeve during wound revision. No adverse patient events or inappropriate therapies were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection confirmed the mentioned cut in the insulation of the sleeve. The damage most likely resulted from the surgery. Furthermore, the rv shock coil was found deformed, which probably occurred during the extraction procedure due to tensile stress. Resistance testing was completed to assess lead electrical and mechanical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.